Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'speaker no/ low volume' which was reproduced by troubleshooting the device. The cause was determined to be a loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no speaker/ low volume during testing at the biomed service department. There was no patient involvement. No additional information is available.